Event description:
It was reported that a patient presented to clinic for follow-up. Device interrogation found p wave amplitude variation and high capture thresholds on the atrial lead. Chest x-ray was performed revealed that the atrial lead had moved. Programming changes were performed to resolve the issue. The patient condition was stable.